Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that prior to implant, the lead pin was noted to move away from the distal edge of the sealing ring, and the helix was narrowed. It was further reported that there was more "play" in the pin, and it could be moved in and out in an unexpected manner. The lead was not implanted. The issue was detected prior to patient involvement.